Manufacturer narrative:
The insulin pump was received with a blank display due to a broken connector on the interface circuit board. A reset error alarm could not be verified due to the blank display. The insulin pump had a scratched display window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump display went blank following a reset error alarm during normal activity. The display did not return with several battery changes. The blood glucose reading was 175 mg/dl. No damage was noted to the springs, however, the customer noted residue to the battery cap. The display still did not return after cleaning the battery cap and inserting a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.